Event description:
The strata valve was no longer working.

Manufacturer narrative:
The valve was patent and it passed leak testing. The valve failed siphon and reflux testing due to copious amounts of red proteinaceous debris throughout the valve. Proteinaceous debris was noted around the delta chamber. Debris within the valve may interfere with the delta chamber and occluder resulting in siphoning and reflux, respectively. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.